Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced na, k and cl electrodes to resolve the issue. The fse also performed routine analyzer maintenance. The fse verified that the anion gap values were positive and the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium (na) and high carbon dioxide (co2) on patient samples due to negative anion gap values involving the dxc 700 au clinical chemistry analyzer. The customer also reported calibration failure and quality control out of range. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.